Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens using the crystalsert lens injector system. After the iol was inserted, the capsule tore. The incision was enlarged and the crystalens iol was cut in half and removed and replaced successfully with a different lens model. Reference MDR #2031924-2010-00034.